Event description:
It was reported that the left side switch bank was sticking causing the c-arm to move on its own. No injury reported. A field engineer was dispatched to the site and determined the switches and rotation motor needed to be replaced. Once this was completed the system was working as intended.

Event description:
It was reported that the left side switch bank was sticking causing the c-arm to move on its own. No injury reported. A field engineer was dispatched to the site and determined the switches and rotation motor needed to be replaced. Once this was completed the system was working as intended.